Event description:
It was reported that the customer had a crack in case on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that we are sending insulin pump replacement. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Findings: unit received with cracked end cap, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window. Unit received with stripped battery cap coin slot (p). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.